Manufacturer narrative:
The tip cover and mcs instrument have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the initial reporter regarding the reported arcing event. The reporter confirmed that the installation tool was used to install the tip cover and that the instrument was inspected prior to use. The reporter indicated that the electrosurgical unit (esu) setting was set to 30, which meets the recommended power setting for the da vinci si system. The surgeon reportedly observed a lot of sparkles at the scissors while performing colpotomy on the patient. When the sparkles occurred, the instrument was not near any tissue or another instrument and it reportedly did not result in any patient injury. The procedure was completed as planned. Since the reporter was not present in the operating room when the alleged arcing event occurred, she was unable to report confirm if the energy was contained at the scissors tips or if it arced to another area. The reporter claimed she inspected the instrument after the procedure and did not see any visible physical damage to the mcs instrument or the tip cover. Isi attempted to contact the surgeon involved with this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. There was no indication that the device caused or contributed to an adverse event. However, this complaint is being reported due to the alleged arcing event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing from the monopolar curved scissors (mcs) instrument with the mcs tip cover installed was observed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.